Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that during an arthroscopic procedure the surgeon's view was obstructed by bubbles that were produced by a leaking adaptor. Due to the reduced visibility the surgeon damaged the femoral head with the (B)(6) blade. The procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: leaking flowport adapter; damage to the femoral head with the samurai blade due to the reduced visibility probable root cause: design poor interconnection design. Manufacturing adapter or cannula not manufactured to specification. Application. User error - cannula/adapter not connected properly. Improper handling causes damage to cannula/adapter. Manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported that during an arthroscopic procedure the surgeon's view was obstructed by bubbles that were produced by a leaking adaptor. Due to the reduced visibility the surgeon damaged the femoral head with the samurai blade. The procedure was completed successfully.